Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer had an invalid cubie memory error due to a faulty retractor band. A field service engineer removed various obstructions from the retractor band area and replaced the retractor band (353844-01) to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the lg09west pyxis medstation system, the auxiliary drawer 3.2 had read, write, or invalid cubie memory error. The customer reported that this malfunction occurred when a user was trying to dispense medication to a patient. This issue resulted in a delay to patient care. There were no adverse events or injuries reported based on this event.